Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with foreign matter as¿ visible particles were seen in a couple of syringes¿. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: two cartons (480 syringes) of 10ml assembled syringes were received at bd canaan and confirmed to be from batch #7177535 (p/n 309605). The samples were visually evaluated. 50 syringes were randomly selected from sample for the evaluation. No visual defect were observed based on the evaluation performed the defect, as noted by the end user, cannot be verified. DHR review was completed for lot 7177535, no quality notifications were generated during manufacturing process. (B)(4) pieces were produced and released with no product defects found. Investigation conclusion: root cause and CAPA not required since no product defects were confirmed in this complaint.